Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the end of the usb cable was broken and the cable could not charge the pump battery. There was no reported adverse impact to customer's blood glucose. Reportedly, customer replaced the cable to resolve the issue.